Event description:
A lead dislodgement was suspected. Review of the surface ECG by medical technical services showed evidence suggestive of the lead rubbing with another implantable device, or a lead dislodgement. As a result of the noise, the pace/sense portion of the 1581 lead was capped with the defibrillation function remaining active.